Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. The sds is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The target lesion was the right coronary artery (rca). During the coronary intervention, the stent delivery system (sds) had difficulty advancing through the guide catheter. The physician decided to withdraw the sds and the guide catheter from the pt and found that the stent had dislodged. The physician then terminated the procedure. The lost stent has not been found. The sds will be returned for investigation.